Manufacturer narrative:
The investigation into the reported issue has been completed. The cause of the injury was not determined due to insufficient clinical details. High or saturated pump flows: clinical reported saturated flows at 5.9l/min. The logs show a gradual motor current rise through support and a small motor current shift of about a 100ma increase on 6-oct. Mean flows go from about 5.5l/min to 5.8/5.9l/min. The purge pressure and purge values also shift at that instant but trends are not sustained and soon after purge pressure values decrease and purge flows increase. The pattern suggests biomaterial interaction as evidenced by the increase in flow with an effect on motor current and purge values. Placement signal values were also trending down slightly the cause of the issue was determined to be biomaterial ingestion as evidenced by log analysis the pump passed all post sterile inspection checks.

Event description:
Ci created for naveen nagaraj: the complainant reported that a patient with heart failure and cardiogenic shock (cgs) underwent implantation of an impella 5.5 device for mechanical circulatory support. During support, the pump was functioning without issues, but a saturated flow was observed on the automated impella controller (aic). The field team was notified for follow-up, and the physician decided to replace the pump later that afternoon. The patient also had pericarditis and endocarditis, which resulted in aortic valve perforation and associated aortic insufficiency. The patient subsequently underwent aortic valve replacement and received a new impella 5.5 device.